Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd system. The customer reports, "the scd pump found with a malfunction in which the middle chamber on both leg wraps remained maximally inflated at all times."